Manufacturer narrative:
Product analysis: visual and optical examination of the inferior static jaw is broken at the jaw pivot pin diameter. The location and amount of force required in order induce fracture is consistent with application of excessive force. The above observations are consistent with overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent decompression surgery. Intraoperatively,the jaw and hinge appeared to have cracked and fell a part.the instrument apparently broke during surgery. No patient complications were reported as a result of this event.